Event description:
It was reported that an ilet user experienced suspected cartridge or infusion set leakage and low supplies, with elevated blood glucose readings peaking at 387 mg/dl. User error during cartridge filling was considered, and a full change to all-new supplies and insulin was completed with provision of replacement syringes, needles, tubing, and steel sets. Symptoms included hyperglycemia. Outcomes included temporary interruption of therapy and the need for corrective treatment and supplies. Investigation included technical support troubleshooting and user education. Investigation of this case revealed no confirmed device malfunction and a possible use-related issue during cartridge preparation or set change. It was concluded that user error is suspected but cannot be confirmed based on the information available. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.